Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not able to be obtained and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing to package insert.

Event description:
The customer reported false negative results involving two patients with the binaxnow covid-19 assay. Test procedure details and dates of testing were not provided. At fifteen minutes, the test read negative results. When read again at 21 minutes for one patient and 23 minutes for the second patient, the tests showed positive results. Confirmation testing by pcr (collection/testing date not provided) generated positive results (CT value not provided). The customer stated that neither patient was experiencing symptoms. No further patient information, including treatment and outcome, was provided. The customer stated that their company has many testing sites and that the binaxnow covid-19 ag cards are being used as a screening tools at schools. However, the testing rationale with this event was not provided. Per the product insert: the binaxnow covid-19 ag card is intended for use within the first seven days of symptom onset. A negative test result may occur if the level of antigen in a sample is below the detection limit of the test. Results are for the identification of sars-cov-2 nucleocapsid protein antigen. Antigen is generally detectable in anterior nasal (nares) swabs during the acute phase of infection. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reportable as it is unknown which result is correct.